Manufacturer narrative:
(B)(4). The reported complaint of "pump controller failure" was not able to be confirmed as no iabp part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient in full cardiac arrest during resuscitation efforts, "pump controller failure". The patient status is reported as "critical" prior to and after the event. Per customer, information is limited due to the circumstances of the call. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that while in use on a patient in full cardiac arrest during resuscitation efforts, "pump controller failure". The patient status is reported as "critical" prior to and after the event. Per customer, information is limited due to the circumstances of the call. If further information is received, the complaint file will be updated.